Manufacturer narrative:
The event date is approximate. The serial number and UDI were not provided. Manufacture date not provided or identifiable.

Event description:
The consumer alleged that their protectiveclean power toothbrush metal shaft came out of handle during use. No injuries were reported.

Manufacturer narrative:
D4: the serial number was identified and updated. H4: manufacture date was identified and updated. Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer